Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17450. It was reported that the patient presented for a right ventricular (rv) lead revision. At interrogation, the rv lead was noted to be programmed to unipolar pacing and sensing. The chronic rv lead was also noted with insulation damage. The lead revision proceeded, and the new leads were implanted on the right side as the patient¿s left subclavian was occluded. The chronic leads were cut and capped on (B)(6) 2021. The same pacemaker was used. Upon placing the new rv lead on the right, high thresholds and high impedance were noted. The physician was using the styler and said it seemed really tight. The new rv lead was removed and replaced. The patient was stable.